Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using indigo system aspiration catheters 6 (cat6) and a non-penumbra sheath. During the procedure, the physician completed the first pass in the target vessel using the cat6. While advancing the cat6 during the second pass, the physician encountered resistance and noticed that the cat6 was unable to aspirate any clot. Therefore, the cat6 was removed. Upon removal, the physician noticed that the tip of the cat6 was ovalized. The procedure was completed using a cat7 and a non-penumbra sheath. There was no report of an adverse effect to the patient.